Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow up # 1 (06/09/2011)- device evaluation: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the control solution reading was high. The retain strips were also tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an "ER 3" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months ago prior to contacting lfs. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. The patient claimed she developed symptoms of thirsty, frequent urination and tired. On the evening of (B)(6) 2011, the patient administered novalog insulin (8 units) as treatment. At the time of troubleshooting, the cca walked the patient through resolving the alleged issue. The patient confirmed the control solution range was rubbed off the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia.